Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels ranging from 42 to 80 mg/dl. Customer does not mention any symptoms. Customer treated with dextrose tablet. Customer states that the auto mode was active at the time of the incident. Customer declined troubleshooting for low blood glucose level. The product will not be returned for analysis.